Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated they are "suffering extreme pain in the areas of their body. The device is not reaching they hips or low back, which started about a month prior in (B)(6) 2017. The patient stated that it has progressed, the pain has increased and it's not reaching it, it will fade out and quit and come on again. The patient stated that they had a fall in early 2017. The patient stated that this is the first time they have ever had an issue with the device. The patient was sent healthcare provider (hcp) listings. No further complications were reported or anticipated.